Manufacturer narrative:
The products were not returned for evaluation. However, radiographic images were provided. Review of the images indicates devices in-situ. Based on the images provided via email from the reporter, the reason for revision cannot be determined.

Event description:
It was reported that the patient underwent a total ankle replacement surgery. Allegedly, the patient underwent a revision surgery due to osteolysis. The implants were removed and a cement spacer was placed in the patient.